Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Based on reassessment of the event, the previously reported patient code no longer applies to the event. The initial MDR was filed as manufacturer¿s report# 3007566237-2016-04430. Follow-up information indicated that the correct manufacturing site was site #3004209178. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use for the implantable neurostimulator was noted as spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they spoke with the doctor's admin and the patient has not been seen or heard from since (B)(6) 2013. The rep believes that they are currently in a "holding pattern". The rep indicated that the devices would be registered if the are not already in progress.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # unknown, product type lead.

Event description:
The manufacturer representative reported that a patient implanted on (B)(6) 2016 with an implantable neurostimulator (ins) was seen in a post op follow up and was doing well on an hd program as well as a paresthesia program. On (B)(6) 2016, the patient was seen and the stimulation was all in the legs and none in the hips. The patient had no fall reported. The patient was programmed in a different hd setting and the physician ordered an x-ray. The patient reported pain relief prior to leaving the physician office. The patient called and stated that the pain in the back was better still but the relief was not as much as it should be. It was reported the x-ray showed a slight movement of the leads but the physician noted that it was minimal and was not a factor. The patient devices were reported not yet registered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.